Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (287 mg/dl). Reportedly, the customer has recently started using the pump and is working on adjusting pump basal rate. Customer stated that their health care professional instructed them to not correct bg levels unless bg is over 300 mg/dl, therefore, nothing has been done to address elevated bg of 287 mg/dl. Recommendation was made to discuss diabetes management with customer's health care professional.